Manufacturer narrative:
The device has been returned but not yet evaluated at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation.